Manufacturer narrative:
No button response and button error alarms due to corroded keypad traces. The insulin pump was unable to test for weak battery or low battery alarms due to no button response. The insulin pump had cracked case window display corners. No moisture damage found on electronics assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer also reported that they received a button error alarm. The customer reported that there were cracks on the insulin pump. The customer's blood glucose was 207 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.